Event description:
While performing device maintenance, the customer's biomed observed that the device would not operate on battery power. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B) (4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.